Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports that during a correlation study the following inform ii/laboratory results were obtained: 4.7 mmol/l and 3.7 mmol/l and 3.3 mmol/l, 1.0 mmol/l and 1.7 mmol/l, 2.0 mmol/l and 2.7 mmol/l. The comparisons were performed on neonate patients. No adverse event reported. Requested return of suspect device.